Manufacturer narrative:
Although requested, no additional patient information was provided.

Event description:
It was reported that while the patient was being ventilated, the high fio2 alarm occurred. Calibration of the o2 sensor did not resolve the issue. The patient was transferred to the second ventilator. No adverse patient effects were reported.